Event description:
The customer called to report that her pod had initiated an alarm within the first 24 hours of operation. Prior to the alarm, her bgs were high (325 mg/dl). A new pod was applied which was successful in lowering her bgs. The suspect pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.